Manufacturer narrative:
It is unknown if initial reporter sent report to FDA.

Event description:
The customer stated sodium results were not replicating. They provided sodium results for six patients, results for three of the patients were discrepant: patient 1, initial result 128, repeated four times gave 139, 139, 138, and 139 mmol/l. Patient 2, tested (B) (6) 2010, initial result 131, repeated six times gave 138, 139, 139, 140, 131 and 140 mmol/l. Patient 3, tested (B) (6)2010, initial result 130, repeated twice gave 130 and 137 mmol/l. All testing was performed on the same analyzer. None of the initial results were reported outside of the laboratory. No adverse events were reported. Sodium electrode lot was 21029371001. The field service representative determined the ise tubing was the cause and he replaced the ise tubing, wash tower o-rings and syringes. He ran performance tests, a 10 point precision and qc which was acceptable.